Event description:
Stent fracture. This female pt had a pci to the bile duct stenosis, and a stent was placed. Nine month post stent placement, the physician, found the stent broken and the bile duct occlusion. Another pci was conducted, a 10 x 8 stent was implanted and 20% stenosis residual was noted post procedure. The 3-4 cm of the broken stent of the previous stent had traveled to the intestines. The physician did not handle this broken part. Currently the pt condition was reported as fine.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.